Manufacturer narrative:
A ge service representative performed an on site investigation. The sram needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.